Manufacturer narrative:
Retainer ring = black case type = ngp customer complained on (B)(6) 2022 the insulin pump is possible under delivering and experiencing high blood glucose. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, and displacement accuracy test at 0.0875 inches. The p-cap/reservoir does lock properly. Device successfully downloaded to thus and carelink. Verified in insulin pump history bolus not delivered alert on (B)(6) 2022 at time 11:27:29.000. Total daily bolus delivered on (B)(6) 2022 is 31.6 u. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, force sensor, and motor. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Insulin pump passed functional testing and no under delivery anomalies noted during testing. Customer alleged for the insulin pump under delivery was not confirmed. Unable to confirm high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump was not working as it should according to the customer and not delivered the correct insulin in the morning. The customer had reported a high blood glucose value ranging from 200 mg/dl to 300 mg/dl. No additional consequences requiring medical intervention were reported. The customer declined troubleshooting. The customer will discontinue to use the device. The insulin pump will be returned for the product analysis.